Manufacturer narrative:
(B)(4). Batch #: r58e1h. Device analysis: the analysis results showed that one ecr60w reload was received unfired with the pan damaged. Further analysis showed that the cartridge has 30 staples missing. No functional test was performed due the condition of the cartridge. The damage to the cartridge it is possible that the damaged was due to an improper handling of the cartridge. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number r58e1h, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic rectal cancer resection surgery, could not fire when severing the rectum tissue on the 4th firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.